Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. The investigation conducted a nonconformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Photo provided shows an implanted iol. There appears to be marks/lines on the optic, the exact location of these marks/lines cannot be confirmed. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that after an intraocular lens (iol) implant procedure, a defect on the surface of the iol was observed during the 24-hour postoperative check. During later follow-up visits, this defect progressively worsened, and at the last visit, the surface of the lens showed microvacuoles and more noticeable opaque areas. The patient reported a progressive loss of visual acuity; patient initially saw better after surgery, but her vision gradually deteriorated over time. Because of this, an iol exchange was recommended. The iol was exchanged for the same diopter and the same model from the same company 28 days after the initial implant procedure. At the 24-hour visit after the explant, the iol appeared clear and correctly positioned, and the patient reported good vision. Additional information has been requested.